Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient and the doctor suspected an occlusion which caused the hyperglycemia and it was alleged that the infusion device did not display the occlusion error message. The blood glucose result on the hospital's meter was "hi" mg/dl. The patient was treated with actrapid insulin via pen. The patient was hospitalized for 1 day. Return of the suspect device was requested for evaluation.